Event description:
It was reported that during interrogation of this pacemaker, an error message was displayed indicating that the device was in safety mode. Upon review, it was determined that the device was not in safety mode. Device access was available, allowing review of stored data and performance of electrical testing. Due to device remaining longevity being less than three months, a potential device replacement was discussed. The patient was noted to be non pacemaker dependent. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.